Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the event description was caused by metal flakes falling into the large collet, preventing the collet from closing around the small pin. The metal flakes were caused by the shim washers located around the driveshaft. When the shim washers wear down on the driveshaft, metal flakes are produced.

Event description:
It was reported that the device was not working. There were no adverse consequences associated with this event.